Event description:
While administering second syringe of IM- INTRAMUSCULAR methotrexate, medication would not inject, there appeared to be a malfunction between the leurlock device and needle attachment, requiring PT- PATIENT to be stuck multiple times.